Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had not had any bowel movements as of yet. Additionally the patient reported not feeling stimulation. During the call stimulation was increased and the patient confirmed feeling comfortable stimulation. A follow-up call with the patient determined that the patient's constipation was due to the patient's antibiotic medication and also the patient had a yeast infection which affected their bowel movements. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.